Event description:
It was reported that the customer received a no delivery alarm during prime. Customer used prefilled reservoirs and handling was not correct. Problem happened with 20 reservoirs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.